Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested at two different flow rates and delivered within specification. An event history log review was performed for the last day of customer use as no event date was provided. The log showed the user programmed one infusion with a rate of 40 ml/hr with a vtbi (volume to be infused) of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion without interruption or abnormalities. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow rate. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.